Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a side port leakage issue occurred. It was reported that the three-way valve was leaking while the vizigo¿ was flushed. It was unknown if the event occurred during sterile processing, field inspection nor during internal service activities such as calibration. There was no patient consequence. Additional information received reports the irrigation port was leaking while the vizigo¿ was flushed during sheath preparation. The sheath was not used on the patient. The side port leakage issue is MDR reportable.

Manufacturer narrative:
The device evaluation was completed on 30-mar-2023. It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a side port leakage issue occurred. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the 3-way stopcock was found fractured, and no other anomalies were found. A flow test was performed as per the bwi procedures, and this failed since a leak was found in the 3-way stopcock luer lock. The manufacturer's supplier was notified about this failure mode air leaking around the valve; and this complaint is deemed manufacturing. An internal corrective action has been opened to investigate the sideport crack fissures. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A device history record (DHR) evaluation was performed for the finished device 60000020 number, and no internal action related to the complaint was found during the review. Based on the DHR, the d4. Expiration date and h4. Device manufacture date have been updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per an internal review on 02-jun-2023, the biosense webster inc. (Bwi) product analysis lab made clarifications to the investigation summary. Below is an updated portion of the investigation summary: ¿a flow test was performed as per the bwi procedures, and this failed since a leak was found in the 3-way stopcock luer lock. The manufacturer's supplier was notified about this failure mode air leaking around the valve. As a result, an internal corrective action was opened to implement corrective actions regarding the sideport crack fissures.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).